Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed the infusion set multiple time and the cartridge once. The occlusion was resolved. Customer's blood glucose (bg) was 500 mg/dl and customer was in diabetic ketoacidosis (dka). Customer delivered a bolus to address bg. Customer went to the emergency room and was admitted to the hospital. Ketone level was considered as dangerous by a healthcare provider. Customer was treated with intravenous fluids, insulin, potassium and magnesium. Elevated bg/dka were resolved with no permanent injury. At the time of the report, customer had not yet been discharged. Although multiple attempts were made by tandem technical support to obtain discharge date, customer did not reply.